Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, bard is unable to determine the associated labeling and dfmea to review. If add'l info is received, a f/u report will be submitted. "Lawyer-filed report-(B)(4)".